Event description:
Additional information was received for this case. It was reported that the patient expired due to heart failure.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was very tortuous with angulation approximately 60 degrees. There was no remarkable calcification or thrombus. It was reported that the devices were successfully implanted; however, on the final angiogram, a slight type ia proximal endoleak was discovered. The physician ballooned the proximal region, however, the endoleak still persisted. The physician decided that no intervention was required; the physician thinks the endoleak will resolve on its own with the reversal of heparin. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated neck).